Event description:
Information received indicates the head of the bed cannot be raised.

Manufacturer narrative:
(B)(4). A batch review was not performed as the lot number was unknown. The root cause of the system error 2240 alarm was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The customer contacted baxter's technical service center regarding a system error 2240 alarm (air in line), which occurred on the homechoice during initial drain. The baxter technical service representative explained the alarm to the home patient (hp) and explained she would need to start over with new supplies. No patient injury or medical intervention was reported at the time of the initial call. Proper procedures per the user manual were reviewed with the hp. The sample was discarded.

Manufacturer narrative:
(B)(4). The root cause of the alarm is undetermined at this time. Should additional information become available, a follow-up report will be submitted.